Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after dissolving and drawing up furosemide from the ampoule, a black piece of foreign matter was found in the bd discardit¿ ii syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with a picture of the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as printing foil particles in the fluid path. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (november 28th - december 1st, 2017). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4220, and nº4236, in lot #7324981 (november 20 - 27th, 2017) and in lot #7331799 (november 27th - december 4th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7331813, #7325879, #7318864, and #7311693 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7331817, #7325883, #7318868, and #7311697 and no problems, defects or qn related to the reported issue were found. Root cause analysis: the process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cut by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. Confirmation: the returned picture of the affected sample presented foil particles contamination in the fluid path. We confirmed the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.